Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker came in for a follow up (B)(6) 2017 and it was noted that end of life (eol) was triggered. At the last follow up it was noted that 1.5 years was remaining. Premature battery depletion was alleged. No adverse patient effects were reported. It was noted that the pacing percentage was increased for this patient from 2% to 32%.

Event description:
At this time the product has not been returned as the patient might have gone to anther non boston scientific supported facility to have the device explanted. The explant information was also not available despite efforts to obtain this information.